Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak in the cds. It was reported that during preparation of the clip delivery system (cds), a leak was noted at the base of the gripper lever. The cds was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The return device analysis confirmed the reported leak at the gripper lever body. Furthermore, and the o-ring cap was observed to be missing from gripper lever assembly. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and reported leak appears to be due to observed missing o ring cap. The investigation determined the observed missing o ring cap appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.